Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The sensor was inserted into the arm on 10-07-2025. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.